Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor did not function as expected. The user reported that upon selecting to shut the device down, no text appeared in the box that instructs the user that it is safe to power down the device. No other details regarding the nature of the event were provided. Since the event occurred after use of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.